Event description:
Information received indicated that when emergency trendelenburg was activated the bed would not go into emergency trendelenburg.

Manufacturer narrative:
The hill-rom technician replaced the CPR/et valve to resolve the issue.